Manufacturer narrative:
Analysis on the returned motor battery charger pcba resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that, the pcba failed the bench test and functional test. Charger a output failed and no voltages were present at the output. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the batteries needed to be replaced. Once the batteries were replaced, the imaging system then passed the system checkout and was found to be fully functional. The batteries were returned to medtronic, but yet to be evaluated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a cervical spine procedure. It was reported that while moving the imaging system away from the patient, a critical battery error occurred and then the system turned off. The site flipped the clutch to move the system out of the way. The site brought in another imaging system to finish the case. It was noted by the user facility that the battery voltage is 85 volts. There was a less than 1-hour delay to the procedure and no impact on patient outcome.